Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation, mmdg found severe cracking and damage around the air in line sensor as well as fluid ingress inside the pump. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump is delivering air to patient. They stated that they don't know how long the pump ran while empty, but that they check their patients every two hours. They also stated that they checked the patients blood sugar afterwards, and that it was a bit low. They switched the pump out and started a new feeding and checked the patients blood sugars 15 minutes later and they had returned to normal. They also stated that no other interventions were necessary and that the patient was discharged. [(B)(4)].